Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: caller has an 8100 module giving him a 16-14-181 error. Failure device type: failure problem type: failure mode: case resolution: recommended to reflash the unit to see if it would clear the error. If it doesn't correct the issue, send in unit for service depot repair due to flat rate pricing. Sent email of alaris service description depot repair pricing. Gave part number to logic board and transfer to com for pricing. Ref: (B)(4).